Event description:
Customer was taking awhile to respond to questions. The blood glucose reading early in the morning was 247 mg/dl. Customer had checked the blood glucose again, he was 47 mg/dl. Customer was alone. Customer did not have glucose tablets available; he was in bed. The paramedics were called by medtronic representative. Customer stated that he had taken a manual injection, but could not state how much he had taken. The paramedics arrived and checked the blood glucose level; customer was 52 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.